Event description:
New information received notes that the ra cable could not be repositioned because of the shape of the lead. The physician expressed concern regarding the shape of the electrode cable.

Event description:
It was reported that during an unrelated procedure, the right atrial lead was found to be bent. The lead was removed and replaced (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿tried to reimplant the lead but could not be due to the shape of the lead¿ and ¿curls up like a pig¿s tail¿ were not confirmed. As received, complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis found the j-shape was normal. Visual inspection of the lead did not find any anomalies except for procedural damage.